Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with elevated lactate dehydrogenase (ldh) level and (B)(6) colored urine. The patient's medication options were reportedly limited due to a history of a stroke. The patient remains in the hospital pending a decision by the hospital whether to perform a pump exchange.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.